Event description:
Hi, we had to get a new cadiere forcep for the robot. There are wires sticking out of the instrument. We removed the cadiere forcep and replaced with a new one. We also had to get a new da vinci cautery hook and replaced that to the field. Both were used in the patient before getting a new instrument.